Manufacturer narrative:
The failure investigation has been completed and the alleged usb port issue was verified. The failure investigation has been completed. Based on the analysis, the alleged ac power charger and usb cable issues could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer observed ¿tiny spark flames with white smoke¿ when attempting to charge the pump with the tandem provided usb cable and car adapter resulting in the usb port becoming damaged. Subsequently, pump battery could not be charged. Customer's blood glucose was 210 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy until the customer receives the replacement pump from tandem. Additionally, the usb cable and adapter was unable to be returned as it had been discarded by the customer.